Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the fall-off and therapy electrode recognition tests. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval there was corrosion on voltage suppressors v1, v2, v3, and v4 in ECG-c and ECG-d as well as corrosion on all of the crimps inside ECG-c and ECG-d. The cause for the test failure is the corroded components in ECG-c and ECG-d. The root cause for the corroded components is likely the ingress of an unk liquid. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.